Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the inability to fully close the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the inability to fully close the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve for lateral placement. When an attempt was made to close the clip completely, the clip could not close more than 60 degrees. The clip was deployed at 60 degrees open. After clip deployment, the clip was confirmed to be secure on the valve. Two clips were implanted reducing the mr to 1, with a good patient outcome. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.